Event description:
It was reported that a patient presented remotely via merlin.net. Review of the electrogram (egm) revealed oversensing noise resulted in automatic mode switch (ams) episodes and low pacing impedance on right atrial (ra) lead were noted. Programming changes were discussed, no changes or interventions were reported. The patient's condition was stable.